Event description:
It was reported that during a percutaneous coronary intervention procedure, the gauge of the inflation device did not rise. The lesion was located in an unspecified coronary artery. The physician used the advantage inflation device and a non bsc balloon to successfully pre-dilate the lesion. When the physician attempted to deploy a promus stent, the gauge of the advantage inflation device did not raise. The procedure was successfully completed with another of the same device. No patient complications were listed and the patient's status was reported as 'good'.

Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)